Event description:
Hcp reported the catheter was removed due to a break, tear, or hole. It was replaced and returned to the manufacturer for analysis. Numerous attempts to obtain further info from the hcp have been unanswered. A follow up report will be sent when additional info is received.